Event description:
During a scheduled shift equipment inspection, it was reported that the device powers on and locks up on the initial self-test screen. The device was inoperable and unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control determined the cause for the malfunction to be a cracked resistor, designator r539, on the therapy pcb assembly. The component operation was temperature sensitive and resulted in intermittent lock up failures. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.